Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the power cord and verified that the isolation transformer output was within specifications. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system electrical plug was melted, sparked and tripped the circuit breaker. No pt injury was reported.